Event description:
It was reported that patient faced an event where the infusion set insertion was inserted into scar tissue on (B)(6) 2026. Had high blood glucose managed with insulin via pump.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.